Event description:
The customer reported that there were erroneous hemoglobin hgb results generated on a coulter lh 780 hematology analyzer compared to a sample re-run on the same instrument, which was reported as correct. Erroneous results were reported out of the laboratory; however, there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The customer stated that erroneous hgb results were generated; however, when contacted by the field service engineer (fse), the customer was not able to provide results printouts to indicate erroneous and correct results. The field service engineer (fse) found the white blood cell (wbc) bath displaying excessive white hazy buildup on the inside. The fse replaced the bath to resolve the issue. The repairs were verified per established service procedures. (B)(4).